Manufacturer narrative:
A steris service technician inspected the generator and found the unit was operating properly. The cause of this event is operator error as the user facility reported the operator turned the power to the generator on, left the room and returned later to open the drain valves to drain the unit. The proper procedure is to open the valves and drain the unit while the power is off and the unit is cool. The equipment maintenance manual states caution: "wait until boiler pressure gauge indicates "0" pressure and has cooled to 140 f before performing flush procedure. Position control power switch off, open the boiler drain valve." The steris service technician performed an in-service on (B)(6) 2011 on the correct method to perform the drain and flush procedure on the generator.

Event description:
The user facility reported that an operator opened the valves to perform the drain and flush procedure for a generator when steam and hot water escaped from the unit, causing a burn on her leg. The employee received medical treatment for a second degree burn at the workers compensation medical department. The user facility reported the employee is fine and has no sustaining injuries.